Manufacturer narrative:
The pod was received not deployed. Investigation of the download data showed that the pod was received in pod state 15 and had been deactivated by the user at the end of the first priming sequence. No damages or manufacturing deficiencies were observed that would have prevented the pod from completing activation and deploying. The received pod was not deployed with the needle mechanism in the not deployed state, indicating that the pod did not deploy early.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early. The pod was not worn.